Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that during the laminator portion of the surgery, insertion of the paddle lead sizer was attempted but patient lost motor functions in legs and torso. Sedations was stopped and all narcotics reversed. Slowly the patient regained use of legs and torso. The lead was not implanted and was discarded. Patient stated in recovery that their feet were tingling. Due to the late hour of the operation and that physical therapist was available to evaluate the patient's ability to walk, the patient was kept overnight in the hospital for observation. The following day patient reported the ability to move extremities again but reported unexplained rib pain. The issue is ongoing, and another attempt at implant is planned. The rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.